Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the ventilator has problems with air turbine and it's not rotating. The unit was not passing the vent verification test. There was no reported patient injury.

Manufacturer narrative:
The turbine and o2 sensor were faulty. The pneumatic unit was replaced to fix the reported event.